Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1781 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse evaluated that the catheter ruptured and leaked fluids. The catheter was therefore removed and replaced with a new product.